Manufacturer narrative:
Age at the time of event the patient was reported to be "a young patient around 55-60 years." Therefore, using the mean value for this field. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Although there have been attempts to receive further information, no additional details were provided. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after approximately three (3) years due to degeneration. No additional details provided.